Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced cine disc controller, hard drive and scsi controller. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600emi system experienced a failure during fluoro. The system worked properly after reboot as long as the cine runs were not taken. No patient injury reported.